Event description:
It was reported that the pump had a bad plunger sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case right corner was cracked. Event history log (ehl) showed: force sensor test error. The reported problem was found at power up process and unable to calibrate the force sensor. Fluid ingression was found inside of plunger assembly. This issue was a result of customers improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced the whole plunger assembly, plunger tube and plunger cable; performed power up process and all functional tests passed.